Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading was 11 mg/dl. Troubleshooting was performed. The bolus history revealed a bolus of 5.2 units and the basal rates, time/date, daily totals, and prime history appears to be correct. Ran a self test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.